Manufacturer narrative:
The issue was likely caused by discrepancy on the original stone model scan that could not be detected due to cbct scan limitations and cause the fit problem and trajectory deviation.

Event description:
Doctor used a surgical guide to place dental implant. Guide rocked a little bit and first drill looked too lingual. Doctor still tried to use guide, but started to freehand the procedure after initial drill. He decided to abort surgery and grafted sites.